Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit shut off by itself. The perfusionist restarted the unit and continued the case. All the lights went red, they lost power, and then the unit powered back up. As case progressed, the unit lost power again. The customer continued to troubleshoot the unit to get through the case. They did have a back-up unit on hand if needed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint could not be confirmed by the field service representative (fsr). The user facility's biomedical engineer (biomed) ran the unit in their pump room without incident. The fsr checked the voltage of the unit. The fsr measured the 10volts (v) supply to be around 8.45v. The fsr replaced the capacitor and voltage regulator as a precaution. The fsr rechecked the 10v supply and found it to be 9.5v under load. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.